Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the lamp needs to be replaced and the tray arm is stiff. There is no further information.

Manufacturer narrative:
The system was examined and the reported event(s) were confirmed. The illuminator module and lamp were subsequently replaced. The arm was stuck and was readjusted to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 20, 2011. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module and a lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. The samples were installed into a calibrated system for functional testing. The module was found to meet specifications. The root cause of the reported tray arm issue can be attributed to a loosening of the joint mechanism over time. The returned sample was found to meet specifications. Therefore, the root cause of the reported ¿illumination issue¿ cannot be determined conclusively. (B)(4).